Event description:
During a remote follow-up, an episode of inappropriate anti-tachycardia pacing (atp) in response to supraventricular tachycardia (svt) falling into the therapy zone on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.